Event description:
The manufacturer received information alleging a ventilator was alarming for service. There was no harm or injury reported. The ventilator was returned to a third party service center and a "service required" code was found in the ventilator's downloaded error log. The device's interface board needs to be replaced to address the issue.